Event description:
Lead management case to extract a fractured 1581 (implanted 21 months) cardiac lead with extruded cables. The physician used a 16fr glidelight and made 3-4 passes to free the lead. The patient became hypotensive several times during lasing but did stabilize; however when the lead released the bp continued to drop. A tee revealed a lack of perfusion so a sternotomy was performed and an svc tear was discovered. Intervention was unsuccessful and the patient never recovered.